Manufacturer narrative:
Based on the overall information currently available for this report, a possible contributing or causal role of the jada system for the need of the reported escalating treatments (vaginal packing and ubt [uterine balloon tamponade]) to preclude permanent body damage/impairment cannot be excluded. Based on the overall information currently provided in this report, there is a reasonable possibility that a potential malfunction (reported as " the suction was felt to be inadequate") has occurred with the jada system whereby if the suspected malfunction were to recur at a time when the patient was not under close observation, this malfunction could possibly cause or contribute to a death or serious injury. Per the jada system IFU, "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding.", "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada.", "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding.", "precautions: after initiation of vacuum, blood flow into jada or the vacuum tubing and/or improvement in uterine tone should be noted. If this does not occur, the cervical seal and/or the vacuum may not be effective.", "troubleshooting: recommended actions (vacuum is not detected at the end of the vacuum tubing.): check connection on all system components and recommended actions (vacuum system is connected and working but uterus does not collapse and/or bleeding does not stop): increase vacuum pressure to maximum (90 mm hg), disconnect the vacuum tubing from jada and occlude the end of the tubing to check vacuum, confirm appropriate jada placement, with ultrasound if needed and re-evaluate patient for other sources of bleeding" out of an abundance of caution, the company will report this case as a serious injury and malfunction MDR.

Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no." The patient is this case was treated with uterine balloon tamponade and vaginal packing after the initiation of jada treatment. The subject of this report is a (B)(6) year old woman, race reported as white, g1p1 with previous history of postpartum hemorrhage (pph) stage 3 (ebl 200 ml, treated with pitocin, hemabate, txa, blood products, hematocrit nadir 15.8%, and intrauterine balloon in or) pre-eclampsia with severe features during this pregnancy as significant medical history. On (B)(6) 2021 , she presented for an induced labor at 36.2 weeks. On admission, her height was noted as 177.8 cm, weight 82.1 kg, bmi 25.97, and hemoglobin (hgb) 12.5 g/dl. Her hgb at discharge was noted at 9.4 g/dl. She received epidural anesthesia for vaginal delivery of a single infant that weighed 2255 g and 19 hours of oxytocin for induction. The subject was noted to have postpartum hemorrhage (pph) related to uterine atony after her delivery. The crf noted that it was "unknown" if there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Following delivery, the patient was noted to have an adherent placenta, manual placental extraction was performed with a repeated sweep to removed additional membranes. Prior to jada insertion, this subject received misoprostol, carboprost (1 dose), txa (1 dose) and methergine (1 dose). The cumulative blood loss prior to jada insertion was noted as 1000 ml. Jada treatment was initiated on (B)(6) 2021 , 13 minutes after delivery of the placenta. The total in-dwelling time for jada was two minutes and the total amount of blood collected in the canister during jada treatment was documented as unknown. The patient received two units of red blood cells after jada treatment. The patient continued to bleed after jada placement, there was bleeding around the jada device and it was noted, "the suction was felt to be inadequate to approximate the lower uttering segment to the device." The jada was removed patient was treated with bakri, vaginal packing, blood product transfusion, fluid warmer and blankets. The patient was then noted to be "significantly improved." The total blood loss for this case was 2200 ml. To the questions on the report asking, "did the patient experience a device or procedure related ae?" And "did the patient experience an sae, related or unrelated?", the answers were checked "no". We requested if the site retained the device or recorded the lot number for this case on 03/02/2022, 03/16/2022, and 03/29/2022. After an initial response that they were looking into the lot number, the site has since stopped responding to requests. A good faith effort has been attempted to obtain this information.